Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a skin reaction around the sensor adhesive on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. Patient described skin reaction as a dry and flaky rash. Patient reported that he was seen by his physician on (B)(6) 2015 for the reported skin reaction, and prescribed mometasone furoate 0.1%. At the time of contact, patient reported current condition of skin reaction as "good". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).